Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 574mg/dl. It was stated that the customer was throwing up and had diarrhea. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula and it was bent. Reminded the customer to change the infusion set every two to three days. Advised the mother to change the entire infusion set and reservoir. No further information was provided.